Event description:
It was reported to philips that the heartstart mrx defibrillator getting a pacer spike in ECG when on set to pacing. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.

Event description:
It was reported to philips that the heartstart mrx defibrillator nbp is not working and causes ECG spikes. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device has a faulty bp output. There was no reported patient involvement.